Event description:
As reported for this event by the customer, there was no image displayed for the device. The screen was black. There is no harm to any patient or persons.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time.supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the image issue. Based on the results of the investigation, screen was completely black. However, the definitive root cause of the image failure could not be determined. It is possible that the issue was caused by failures of the image sensor unit, internal circuit board of the video connector, or the video system center. Olympus will continue to monitor field performance for this device.